Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the battery release was contaminated. The upper/lower cases, ring cover, and two side bails were broken. The ring was missing.

Event description:
It was reported that the screen on the external pulse generator (epg) was displaying very dim. It was also reported the lower display was flickering and not displaying correctly. Recycling the power and changing the batteries did not resolve the issue. The epg was returned for service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.